Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. This mitroflow valve was explanted after 3 years and 7 months due to a reported structural valve deterioration. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . It is possible that the patient¿s clinical conditions and risk factors (severe aortic valve stenosis , congenital bicuspid aortic valve and viral pericarditis) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
A mitroflow dla was implanted on (B)(6) 2013 and explanted on (B)(6) 2017. The patient had severe aortic stenosis, a congenital bicuspid valve and previous viral pericarditis. Prior to the explant, the patient had a mean gradient of 61mmhg and a peak gradient of 96mmhg. A mechanical valve was implanted instead.